Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. This emdr represents the bard perfix plug (device #2). An additional supplemental emdr was submitted to represent the bard perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2013 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device #1 & #2). Per operative notes, ¿a direct hernia sac in the right inguinal region was identified and reduced. A small perfix plug (device #1) was placed using prolene sutures. A direct hernia sac in the left inguinal region was identified and reduced. A perfix plug (device #2) was placed using prolene sutures. ¿ (B)(6) 2018 - patient was diagnosed with recurrent bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device #3 & #4). Per operative notes, ¿a direct hernia defect was identified in the right inguinal region superior to pubic tubercle and reduced. The adhesions and scar tissue of prior mesh was taken down. A 3dmax (device #3) was placed and tacked. A large direct hernia defect was identified in the left inguinal region and reduced. The prior mesh was identified and adherent to cord structures were taken down. A 3dmax was placed and tacked. ¿